Event description:
Per complaint form: inbound. Patient stated having diarrhea today. Also cadd legacy 6400 no disposable alarm on both pump using 100 ml flow stop cassette lot 4213377 expiration 01/nov/2026. New cassette attached to pump with no issues. No further details provided. No additional details known. No injury.